Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. Customer stated that the buttons on the insulin pump were unresponsive and the insulin pump may have been exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 254 mg/dl and will be treating with manual injections. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces; also moisture damage was noted on the electronic assembly. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.